Manufacturer narrative:
B3/d10: this occurred on an unspecified date in january 2024. E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a minicap transfer set and the titanium adapter. The event was further described as the "transfer set is coming off at the titanium adapter¿.this occurred during an unspecified process step of peritoneal dialysis therapy.there was no report of patient injury associated with this event, however, the patient was prescribed an antibiotic prophylaxically. No additional information is available.